Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Updated field: h2. Corrected field: g3. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 10/29/2025. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing image. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had e224 error, during set-up. There were no reports of patient involvement.